Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for non-malignant pain. It was reported that patient had one emergency room (ER) visit where it felt like they were getting shocked almost. The hospital called a manufacturer representative and the issue was resolved and patient was sent home. The issue occurred over a year ago; the exact date was not provided. No further complications were reported/anticipated.